Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the threaded holding sleeve for polyaxial screwdriver is not correctly threading into screw tulip. It is unknown if there were patient and procedure involvement. Concomitant devices reported: unk - screws (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is for (1) threaded holding sleeve for polyaxial screws. This is report 1 of 1 for (B)(4).